Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a webster catheter. There was a hair present inside of the sterile packaging of the webster catheter. The webster catheter was replaced and the procedure continued. There was no patient consequence reported. Additional information was received. The issue was noticed before use and therefore, not used on the patient. If they have not already, they will ship back all the materials.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a webster catheter. There was a hair present inside of the sterile packaging of the webster catheter. The webster catheter was replaced and the procedure continued. There was no patient consequence reported. The investigation was completed on 23-aug-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual inspection was performed and no foreign material was observed. However, according to the photo provided by customer, a foreign material-like a hair was observed inside the sterile package; however, further investigation could not be performed as the packaging was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue was confirmed based on the photo provided by the customer. The potential cause of the contamination issue cannot be established, since the packaging was not returned for analysis. The instructions for use contain (IFU) the following statement: the sterile packaging and catheter should be inspected prior to use. If the package or the catheter appears damaged, do not use. Contact your local biosense webster representative. During an internal review on 14-sep-2024, noted a correction to the 3500a initial under d4. Primary UDI number as it should have been processed as (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).